Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her battery on saturday and changed them again on monday and today. Customer stated that the screen will still not turn on. Customer stated that her pump is not working. Customer's blood glucose was 118 mg/dl at the time of the incident. Customer found no damage on the pump. Troubleshooting was performed and customer was advised to insert a new battery into the pump. Customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.